Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time,

Event description:
It was reported that this right atrial (ra) lead was explanted due to perforation. No additional adverse patient effects were reported.